Manufacturer narrative:
No evaluation can be performed on the "used" thread that was removed from the patient's face. The review of the device history records verified that this specific lot of ct400 met all usp and ssc requirements at time of release and the sterility testing requirements were within specification. According to (dr.'s assistant) the patient is responding well to the current antibiotic regimen.

Event description:
Patient developed an infection in the left cheek area almost three (3) months post-op elective mid-face contouring procedure with the 7" bi-directional 55cm barbed thread (ct400) even though an antibiotic was prescribed prior to the surgery which was performed in 2007. The infection was not at the insertion site. The patient was given prescriptions for "ciprofloxacin" (750mg) and "valtrex" (500mg) at about 10 weeks later and the thread was removed from the patient's check area five days after.